Event description:
It was reported the patient's experiencing ineffective stimulation due to right sided migration. As a result, surgical intervention occurred on (B)(6) 2022 wherein the right lead was repositioned for comfort to address the issue. No product was explanted.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.